Event description:
Additional information received reported that the patient was doing better and the issue had been resolved. The cause of the patient having felt like the battery tilted in the pocket, the difficulty getting a great recharging connection, and the battery having discharged was not determined. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient complained of  battery pocket site being tender and sore. She also complained of battery feeling like it has moved and is tilted in its pocket site. She stated it has been a little more difficult to get a great connection with recharging. The patient stated she hasn¿t had any falls or remembers anything happening. She stated she thought the pocket site changed or felt different within a few months on getting implanted. The manufacturer representative (rep) noted that the patient's battery was discharged when they met, so they weren't able to able to do impedance check but she stated the last timeshe saw a representative, everything checked out great with connections and impedances. The patient is scheduled for a pocket revision, moving battery from left low back to right low back on (B)(6) 2021.